Event description:
The reporter called to report regarding lidocaine patch. The reporter used the lidocaine patch to get relive from low back pain. She stated," I got second degree burn with blisters, which is painful. I have done dressing on it and applied antibiotic cream and now have developed dark scars on my skin."